Event description:
The subject device was used during laparoscopic hepatectomy. An error occurred about 2 hours later from the operation starting. When the nurse wiped the device with a piece of wet gauze outside the patient, the probe broke off. The procedure was completed with a different device. There are no patient injury was reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke at 6.5mm from the distal end. There was a scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe was scratched since the user activated output with contacting the probe with some hard objects. Then the crack developed from the scratch on the probe by output during the procedure, which caused the error .after that, the probe broke when the nurse wiped it. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g. Uterine manipulator).l also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Based upon the findings of the evaluation, this report appears to be related to user handling.